Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver will not boot and charge. Receiver download retrieved and attached: no/ unable. Receiver functional test: no/ unable. Opened receiver case for interior inspection: no moisture damage. The complaint was confirmed for receiver overheating because defective u5..the reported event of an overheating receiver was confirmed. The root cause was defective u5.